Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. No other cable damage was found. An additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley with visible scratches on the surface of the pulley. Failure analysis investigation concluded that the damage was likely due to mishandling the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the large needle driver instrument cable snapped. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.